Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Imagery was provided by the site, and it revealed three (3) struts bent outward at inflow and exposed through the sheath. The complaint for frame damage was confirmed based on returned device evaluation and provided imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported in the event description. As reported, 'when pushing it in hard, the stent of the valve became like a hangnail inside the sheath' and 'access vessel mld was 8.0mm with mild calcification and moderate to severe tortuosity.' The patient's access vessels were noted to have 'low' calcification, the degree of which could not be confirmed without relevant patient imagery. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure for the aortic position with a 26mm sapien 3 ultra resilia valve, the delivery system got stuck and the stent of the valve became like a 'hangnail'. Photos were obtained that revealed that the valve was exposed from the sheath. The devices were removed safely, and no patient injury was observed. A second kit was prepared, and the valve was implanted with no problems.

Manufacturer narrative:
Investigation is ongoing.